Manufacturer narrative:
Further information has been requested from the physician by the manufacturer. Based on the information provided, it is not clear what the reason for explant of the valve was therefore no conclusion can be drawn. If more information should become available the case will be re-opened to continue investigation. This case will be closed at this time and can be re-visited if further information becomes available. Device not returned to manufacturer.

Event description:
On (B)(6) 2016 a pvs 23m was implanted. On (B)(6) 2016 the device was explanted due to 'device failure' and a st jude valve was implanted. The patient is doing fine.

Event description:
Info received by patient registration form on (B)(6) 2016. A perceval valve was explanted due to device defective.